Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. 2 of 3 manufacture report number see 2032227-2015-07988 and 3004209178-2015-97182.

Event description:
Customer stated, the paramedics were called because of the range on the sensor. Customer stated the sensor was giving inaccurate readings. Customer stated, the device would give false readings in the middle of the night. Customer gave example of readings stated blood glucose would be 70 mg/dl and sensor would read 100 mg/dl or sensor would be 80 mg/dl and blood glucose was 50 mg/dl. Customer has been having issues since he started using sensor, per order history (B)(6) 2014. Customer stated paramedics were called on (B)(6) 2014 for low blood glucose of 47 mg/dl and again on (B)(6) 2014 for low blood glucose of 39 mg/dl. No further information reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm customer received sensor in said condition due to customer returned opened/used sensor.